Manufacturer narrative:
Updated field b5. Addition information received: during the procedure, the surgical task being performed when the device fragment fell inside the patient was dissecting. No post-operative tests, such as an x-ray or ultrasound, were performed to check for remaining fragments. The procedure was completed robotically using a backup instrument of the same type. There was no injury to the patient, and the patient has not returned to the hospital for any post-surgical complications related to retaining a foreign object. The fragment, although retrieved from the patient, was discarded. Additionally, there are no photographic images of the device or video recordings of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive for failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure the harmonic ace instrument broke. A fragment fell inside the patient and was retrieved during the same procedure. The customer used a backup harmonic ace instrument to complete the procedure robotically.

Manufacturer narrative:
Updated fields: d4, d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a cracked blade. There was no material found missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.